Event description:
The representative reported the patient had symptoms of withdrawal. A seroma had formed over the device pocket. A cut or break was detected in the catheter 8.5 cm outside the pocket in the subcutaneous section. Drugs used in the pump were hydromorphone 40.0 mg/ml, 5.0 mg dose per day; clonidine 0.4 mg/ml; baclofen 0.2 mg/ml. Fluid aspirated was positive cerebral spinal fluid; surgical intervention was performed. The patient has recovered without sequela. Additional information has bee requested.